Manufacturer narrative:
Despite efforts to have the aso returned to sjm for analysis, the device has not been returned and no further information has been provided. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
A 16mm amplatzer septal occluder (aso) was found embolized on a routine tte the day following procedure. The aso was successfully snared and removed without incident. The patient will be referred for surgical closure.